Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keyapd traces. No battery out limit alarm was noted. All operating currents tested within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and after pressing the esc and act button she received a failed battery test alarm. The insulin pump was sitting in the pocket of her pants when it started beeping. Blood glucose value is 182 mg/dl. Nothing further reported.